Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university. Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that the patient experienced chest pain. In (B)(6) 2014, the subject presented with unstable angina and index procedure was performed. The target lesion was located in the proximal right coronary artery with 100% stenosis, a length of 57 and a reference vessel diameter of 2.8mm. The lesion was treated with pre-dilatation and placement of a 3.00x32mm and a 3.5x28mm promus element stents. Following post-dilatation, the residual stenosis was 0%. Six days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2018, the subject was diagnosed with cardiogenic chest pain and was hospitalized on the same day. Six days later, the event was considered resolved and the subject was discharged on the same day.